Event description:
It was reported that the customer stated that 1 of the bags was sealed shut unable to use. They did not seek medical attention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that 1 of the bags was sealed shut unable to use. They did not seek medical attention.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it state: instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. A. Hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. D. If specimen is required, see instructions for using urine sampling port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. A. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag, as necessary. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.